Event description:
Procedure: laparoscopical right hemicolectomy.

Manufacturer narrative:
(B)(4). Follow up report sent to FDA on 02/13/2015. Additional information provided by the account: updated with correct procedure; lot number and expiration date; device manufacturing date.

Event description:
Procedure: cholecystectomy. According to the reporter: customer informs that when introducing the trocar in the abdominal cavity the blade did not retract when been inserted. In order to solve the problem they used a new trocar. There has been no tissue loss or damaged no bleeding, less than 30 min delay. No adverse event reported due to the problem. Customer has not kept trace on lot number, or patient data and unit has been discarded.

Manufacturer narrative:
(B)(4).